Manufacturer narrative:
(B)(4). Event: describe event or problem: supp correction, additional device information- correction, date received by manufacturer, report type: updated/follow-up, if follow-up, what type: correction, device evaluated by MFR: device evaluated by manufacturer, corrected data.

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.